Event description:
Customer reported to beckman coulter, inc. (Bec) that the background counts were failing on the coulter ac t-diff analyzer. Customer troubleshot the issue with bec customer technical specialist over the telephone, customer reported the white blood cell (wbc) and red blood cell (rbc) baths had overflowed and the waste line going to the sink was pinched off. Customer reported that the amount of the leak from bath area was about 5ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).